Event description:
User experienced a leak from the water reservoir that extended across the floor in the walkway. There have been no injuries or erroneous results as no pt samples were involved. The user resolved the issue by reseating the water reservoir and has had no further incidents.